Event description:
Fracture of pedicle screw on the left at l4 removal of hardware (B)(6) 2011. He had prior fusion at l3-4, l4-5, and l5-s1. He had done well with those surgeries but continued to have worsening symptoms. It was not known the pt had a fractured pedicle screw at the time, preoperatively. There was found to be a short segment of fusion at l3-4. It was found that the pedicle screw on the left was fractured and broken. The top of this was removed. The right pedicle screw at l4 was found to be loose.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.